Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air was seen during aspiration. While inserting the sheath the device was aspirated and air appeared to be pulled into the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Additionally, inspection of the sheath valve found a tear near the valve slit. Based on all the available information, the cause of the reported visible air was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented. Additionally, boston scientific assigned the investigation conclusion code of cause traced to component failure' to the tear in the sheath's valve, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air was seen during aspiration. While inserting the sheath the device was aspirated and air appeared to be pulled into the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received by boston scientific for analysis.